Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. Unit was received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 259 mg/dl. It also reported that display is blank currently. Insert battery alarm displayed on the insulin pump screen. It also reported that the display did not returned after insulin pump restart. The customer treated high blood glucose with manual injection and declined troubleshooting for high blood glucose. The customer will return insulin pump for analysis.